Event description:
My wife uses a breathing machine from apria healthcare. The nose piece so irritated her nose that she could not use the machine. She developed penumonia and was hospitalized for about 4 days. The company would not let us return the machine since they say she had purchased it. She had never agreed to purchase it. Dose or amount: 9 units of air; frequency: every night; route: nasal. Dates of use: 2007 - 2008. Diagnosis or reason for use: lack of oxygen, sleep apnia. Event reappeared after reintroduction? Yes.